Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Arterial re-stenosis of a stented segment is a known potential complication associated with the use of the enterprise 2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues regarding the used device, as the device performed as intended and no new patient consequences have occurred because of the used device. The pi assessed this event as possibly unrelated to the study device and surgical procedure. Section 4.10 of the clinical evaluation report (cer) for the medical device states the therapeutic lifetime of the enterprise stent is one year. Although there may have been patient and pharmacological factors that contributed to the event, the correlating relationship of the event to the device cannot be ruled out, as the event was first noted on (B)(6) 2025, approximately 331 days after the procedure and within the therapeutic lifetime of the device. Additionally, the event required medicinal treatment. Based on this information, the event of ¿in-stent restenosis of the left vertebral artery v4 segment (severe)¿ meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. The 77-year-old male patient (subject # (B)(6) underwent a vascular stent placement on (B)(6) 2024. An enterprise 2 vascular reconstruction device (catalog / lot# unknown) was implanted. There was no reported device deficiency. On 04-jun-2025, additional information was received. The information indicated that on (B)(6) 2025, the patient experienced an adverse event: in-stent restenosis of the left vertebral artery v4 segment (severe). The principal investigator (pi) assessed the event as moderate in severity, possibly unrelated to the study device and unrelated to the study procedure. The event was treated with medication with symptom ongoing and no end date listed. The event did not require prolong inpatient hospitalization. The event did not result in permanent impairment of body structure/body function nor fatal illness or injury. Based on the additional information received on 04-jun-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿